Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR could not be reviewed due to the unknown lot number.

Event description:
A complaint was received with regards to a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer that experienced leakage. The reporter stated that mc33098 (4" (10 cm) appx 0.40 ml, smallbore trifuse ext set w/3 microclave¿ clear, 3 clamps, rotating luer) was connected to mc33150. Then during infusion, the mc33098 got disconnected to mc33150 and resulted in leaking. The event date was unknown. It was also stated that they did not retain the sample of mc33150. The event occurred while the product was in use with a patient. There was no human harm reported to be associated with the event. Thus, there was patient involvement, no human harm and unknown delay in therapy. The lot number of the sample affected was not retained. There was a slight delay in therapy since they needed to replace the impacted products with new. The leaking was located from the end of the mc33098. When it disconnected from mc33150, the infusion continued and leaked at the disconnection point. Only mc33098 is available to return for testing. Mc33150 is still on the patient¿s line and does not seem to be having any issues.